Event description:
This was a potential patient event. Hospital staff had just transported a patient from ER to our med tower. Upon departing from the elevator to return to ER, the caster started to bend, so much that it came off of the stretcher.======================manufacturer response for strecher, p8000 (per site reporter)======================manufacturer is planing to replace the frame of the stretcher.